Event description:
The pt tested her blood glucose on the suspected device and it was 154 mg/dl. She did not take her insulin dosage due to the suspected device reading. Later (pt unsure of time frame) she was "out of it" and the paramedics were called. Her blood glucose was tested on their device and it was 400+ mg/dl. She was given insulin and potassium.